Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a jump in impedance from 800 to over 2000 ohms, with some intrinsic amplitude measurements. Boston scientific technical services (ts) was consulted and suggested that impedance measurements that high could be indicative of a lead fracture, unknown if related to amplitude, might be related to noise. Ts suggested isometrics and some other tests to determine lead viability. The lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this left ventricular (lv) lead also exhibited loss of capture (loc) and the health care professional (hcp) contacted boston scientific technical services (ts) to see about electrically turning the lead off to preserve device battery. Ts advised some programming changes that could be made. To date, no adverse patient effects have been reported.